Event description:
While performing a left lung biopsy, as the coaxial needle was in place and one biopsy sample had been obtained, the patient coughed. After the patient coughed, when the biopsy device was placed back into the coaxial needle for another sample, resistance was felt. The stylet for the coaxial needle was placed through, and resistance was felt again. Imaging was performed, showing a significant angulation at the needle site. The procedure was terminated. The removed portion of the needle, once it was taken out, was found to be only a fragment of the coaxial needle. The remaining fragment was noted on post procedure CT within the lung. The needle fragment was saved, and the manufacturer was apprised of the events. Manufacturer response for bard mission dispoable biopsy kit, (brand not provided) (per site reporter).